Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The log indicated several 'oxygen (o2) sensor out of range' events. A sample calibration was unsuccessful. The sensor output was expected to be between 9-13 millivolts (mv) and it was measured to be 13.3 mv. An additional calibration was attempted while monitoring sensor output. During the calibration the sensor output was steadily climbing, and calibration was unsuccessful. It was determined that the sensor output was skewing high during use, causing the calibration failures and inconsistent fraction of inspired oxygen (fio2) readings. The service repair technician (srt) observed the epgs to fail calibration multiple times. He replaced the o2 sensor. Performance/release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 09sep2023, the team experienced a problem with their heart lung machine (hlm) electronic patient gas system (epgs) during cardiopulmonary bypass (cpb), described as epgs calibration failure and fraction of inspired oxygen (fio2) reading drifting. There was no change out, no blood loss, and no delay. The user recalibrated and used local controls to mitigate, and the procedure was completed successfully.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) failed calibration and the fraction of inspired oxygen (fio2) reading was drifting. As mitigation, the epgs was recalibrated, and the local controls were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the epgs and performed functional checks with release testing. The unit operated to the manufacturer's specifications.